Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had low blood glucose of 26 mg/dl after programming of insulin pump was adjusted by diabetes educator. Troubleshooting was not performed due to customer not feeling well. Customer was treating low blood glucose with glucose tablets and juice. Caller was advised to call back.